Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited alarm (cassette won't latch). No patient injury reported.

Manufacturer narrative:
Other, other text: b5: additional information received via email on 08-dec-2021:to my knowledge, the errors that occurred with the previously stated solis pumps happened during the time of preventative maintenance testing. There is no record of these devices having any errors while in patient use, and therefore we do not have any patient information regarding the pumps. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem "alarm cassette worn't latch" was not duplicated. No actions taken at this time. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.